Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number 400502554. Two used sets without packaging were returned for evaluation. The sets were decontaminated and then leak tested, one set passed leak check and the other set failed. With further investigation of the set that failed it was noted that there was a crack present on the caresite. The defect was confirmed in one of the sets returned. Incidents of cracked/leaking connectors can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that as the rn was drawing labs, the blood backed up from the central line and the caresite leaked. No reported injury.